Manufacturer narrative:
Following this issue, a getinge field service engineer (fse) was dispatched to the site to performed a scheduled preventative maintenance (pm), and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The pm was completed and the iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, while using a mega intra-aortic balloon (iab) in the cath lab, the arterial line appeared on the cardiosave intra-aortic balloon pump (iabp), but when attempting to zero the iabp generated a message which read ¿transducer not vented¿. The iabp was switched to a second one and received the same message. The staff were experienced and assured that they were turning the stopcock the right way and did not have it running through the manifold in the room. They had gathered in the lab to troubleshoot again and when using a different disposable they got the same message on the iabp console. Eventually after multiple attempts it did zero. The customer states that they are in one of the accounts affected by the altitude issue and are currently unable to use the sensation plus intra-aortic balloon (iab). There was no patient involvement, and no adverse event reported. This report is for the second iabp involved.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available. (B)(6).

Event description:
It was reported that while using a mega iab in the cath lab the arterial line appeared on the cardiosave intra-aortic balloon pump (iabp) but when attempting to zero the pump a message read ¿transducer not vented¿. The iabp was switched to a second one and received the same message. The staff were experienced and assured that they were turning the stopcock the right way and did not have it running through the manifold in the room. They had gathered in the lab today to troubleshoot again and when using a different disposable they got the same message on the console. Eventually after multiple attempts it did zero. The customer states that they are in one of the accounts affected by the altitude issue and are currently unable to use the sensation plus intra-aortic balloon (iab). It is unknown if a patient was involved; however, there was no adverse event reported.